Manufacturer narrative:
The rv defibrillation lead is enroute to boston scientific for laboratory testing.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead and another manufacturer's implantable cardioverter defibrillator (ICD) exhibited rises in impedance measurements. The physician will continue monitoring. No adverse patient effects were reported. This product remains in service. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The boston scientific right ventricular (rv) defibrillation lead and non-boston scientific device was explanted. There was no patient adverse effects reported as the result of the explant procedure. On june 12, 2018, boston scientific received information from the field clinical representative (fcr) that the impedance measurements had been trending upwards to greater than 2000 ohms in (B)(6) and greater than 3000 ohms at the time of the explant procedure. The pacing threshold was 7.0 volts at 2.0 ms from the device and 4.0 volts at 2.0 ms from the psa. No noise was observed via the psa.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the distal segment of the lead was returned for analysis (46.5 cm from the distal tip). An extracting stylet was returned inserted into the distal segment. The gore covering was abraded through at the proximal area of the distal shocking coil. Calcified bodily fluid was noted on the lead tip and lead tip mesh screen. Testing was completed to assess the lead segment electrical performance and inner/outer insulation integrity. Measurements of the returned lead segment were within normal limits. In conclusion, x-ray examination and continuity testing revealed no conductors fracture on returned segment of lead. Visual inspection showed calcification on distal tip of lead. Impedance measurements may have been affected depending on the extent of the calcification on the lead tip and lead tip mesh screen prior to lead explant.

Event description:
A distal segment of the lead was received at boston scientific's return products department and is currently undergoing laboratory testing.